Manufacturer narrative:
Device evaluation: cpu (central processing unit) board was received at the v60 vent manufacturing facility for evaluation. Cpu board was installed in the failure investigation test ventilator in an attempt to duplicate the reported problem. The test vent was powered up, and ran. No failures were identified. The root cause for occurrence of cpu pcba adc failed reported by the customer could not be determined.

Manufacturer narrative:
(B)(4). (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of cpu pcba adc (printed circuit board assembly/ analog digital converter) failed. Unit was being used on a patient at the time the reported issue occurred. However, there was no adverse patient effect.